Manufacturer narrative:
Date of event has been estimated. Date of implant has been estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized for chest pain. On (B)(6) 2014, two xience xpedition stents (3.5x28mm and 3.0x15mm) were successfully implanted in tandem in the left anterior descending artery and diagonal branch with 95% stenosis. In (B)(6) 2019 (specific date was not provided), the patient was hospitalized due to recurrence of angina pectoris. Coronary angiography showed stent blockage due to restenosis which was treated with a new stent and medication. There was no adverse patient sequela reported. No additional information was provided.